Event description:
It was reported that the right atrial (ra) lead exhibited low impedance which was observed on stored episodes. Additionally, it was noted that the ra lead exhibited noise which was also observed on stored electrograms (egm's). The lead also exhibited insulation damage. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 4092-58 non-defib lead, implanted on (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.